Event description:
It was reported that during a procedure to treat a de novo lesion in the mid to distal left anterior descending artery with mild tortuosity, mild calcification, and 90% stenosis, pre-dilatation was performed using a non-abbott dilatation catheter. A 2.25x12 mini vision stent delivery system (sds) was advanced but could not cross the lesion. Reportedly, during removal of the mini vision sds, the proximal stent strut came in contact with the tip of an unspecified guide catheter. The mini vision sds was able to be removed from the patient anatomy through the guide catheter and it was noted that the proximal stent strut was flared. Dilatation was performed with a 2.5x12 voyager dilatation catheter and a 2.5x12 mini vision stent was implanted. A 3.0x15 vision stent was implanted proximal to the previously implanted 2.5x12 mini vision stent to treat the target lesion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance with the guiding catheter and stent damage were able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. It was reported the mini vision stent delivery system was removed as resistance was encountered. It should be noted the warnings during use section of the multi link mini vision coronary stent system instructions for use states: do not advance or retract the catheter if resistance is met during manipulation. In case you feel resistance, do not pull the device against resistance, and follow the procedure.